Manufacturer narrative:
(B)(4); batch # unk. A manufacturing record evaluation was performed for the finished device, lot number and no non-conformances were identified. If the device, or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure, the device forms only one clip in two. Another like device has been used to finish the procedure. Patient consequence was not reported.